Event description:
It was reported that: the patient states that she had persistent intense pain in the groin area from the time of the implant. The pain never subsided. The patient couldn't straighten her leg or lie on her back. She had to sleep in a recliner for a year. The left leg was 5/8 of an inch longer than the right after the surgery. She underwent test from (B)(6) 2012 to identify the source of the pain. The patient had multiple bone scans, MRI's, x-rays, aspirations, x-rays and blood tests. She reports that her chromium levels were elevated. With a second opinion, it was diagnosed that the implant socket never grew in. The implant was removed on (B)(6) 2012.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Device information has not been provided at this time. Information received from the patient indicated that reported device may be either rejuvenate or abgii. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.